Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that errors m-11 and c-30 occurred on the vio integrated electro surgical generator unit (iesu). The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to determine the cause of the issue. The error was already resolved by power cycle. The tse confirmed the errors m-11, m-18, c-30, and c-34 in the onsite logs and explained the meaning of the error. The issue persisted after reseating the ac cable to another power supply. The customer was continuing the procedure using the ft10 generator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer (fse) and obtained the following additional information: during the procedure, the system initially powered on without any errors. However, the operator used ft10 to resolve an issue with the iesu it and continue the procedure. The procedure was completed robotically using ft10, and there was no conversion to traditional laparoscopic surgery or any changes in port incisions. The patient tolerated the procedure without any issues or injuries.

Manufacturer narrative:
Based on the claim against the product by the customer noting multiple errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and confirmed that the vio integrated electro surgical generator unit (iesu) was set to dual pad and the correct fuse installed. The fse then replaced the vio iesu. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was able to confirm / reproduce the reported complaint when the unit was placed on an in-house system and was run in normal mode. The complaint regarding multiple errors were confirmed based on the fa.